Event description:
The duett sealing device was deployed following an interventional procedure (via the right femoral artery, 6fsheath). Gaining arterial access was reported as difficult, requiring multiple sticks due to a defective percutaneous needle. The physician believes that during the stick the physician dislodged a plaque that embolized, and that the event was not duett related. The onset of ischemia occurred 4 hrs. Post-deployment. Treatment with thrombolytic therapy was begun, but since the pt began bleeding through the prior inseriton sites, a surgical thrombectomy was performed. Post-op the pt had a warm foot, but continued to have no pulse, which was due to chronic occlusion of the superficial femoral artery. The following day, the pt had an acute myocardial infarct, and a balloon pump was placed. At the time of report, the pt's prognosis was poor.